Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced bacterial peritonitis manifested by abdominal pain and cloudy peritoneal dialysis (pd) effluent. The cause of the peritonitis was not reported. On the same day as diagnosis, the patient began treatment for the peritonitis with gentamicin 40, once daily for three days, (route not reported) and cefazolin, 1 gram for 12 days (frequency and route not reported). Seventeen days after onset, the patient was recovered from the peritonitis event. No further information was provided regarding whether the patient was hospitalized for the event or if physioneal/extraneal/nutrineal therapies were ongoing. No additional information is available.